Event description:
Customer reported that the suture frayed during an abdominal aortic aneurysm repair. There are no reported adverse pt consequences. Surgeon obtained a replacement suture and completed the procedure.